Manufacturer narrative:
Analysis of the pump found no anomalies.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the patient was last seen alive by her husband at 10:00 am on (B)(6) 2015 when he left for work. The patient was having difficulty breathing at that time. When the husband returned from work, he found the patient deceased supine in the bed, not breathing. 911 was called at 5:14 pm and death on site was confirmed. No visible trauma was noted and no foul play was suspected. It was noted the patient was married and did not use tobacco or alcohol. Prescription abuse was denied and it was stated that the husband administered medications to the patient. It was further noted that the patient was disabled due to back pain. The autopsy, performed on (B)(6) 2015, found the manner of death to be an accident. The cause was noted to be intoxication by combined effects of alprazolam, hydromorphone, diphenhydramine, and sertraline. Hypertensive heart disease and (B)(6) were noted to be contributory causes. Prescription drug abuse was noted to have been how the death occurred. The patient's medical history included chronic back pain, fibromyalgia, asthma, right lower extremity cellulitis, diabetes mellitus, depression, anxiety, and arachnoid cyst. The patient's concomitant medications included alprazolam, hydromorphone, sumatriptan, metformin, tizanidine, meloxicam, lyrica, promethazine, and multiple inhalers.

Event description:
Additional information was received from a healthcare provider (hcp). It was stated that the autopsy report was already provided when the pump was returned to the pump. They were not able to read the pump. It was further stated that the death was not thought to be related to the device and the patient had no medical events, issues, or procedures prior to her death. It was noted that they were not sure who was managing the patient's pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.